Event description:
It was reported by service report that the zoom drive disengages while in use. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Load cell, head end weldment.